Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced 'jerking' in his left lower abdomen for up to 15 minutes at a time then with decreasing frequency. The lead is still in use. No further patient complications have been reported as a result of this event.